Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's home choice machine during drain 2/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the patient line of the homechoice set in their sleep. Hp did close their catheter, however, hp did not cap off their transfer set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete their apd theapy. Per rn, hp's transfer set was changed the next day, and hp was given prophylactic antibiotics as a result of the incident.